Event description:
It was reported that the pump touch screen was dark and would not turn on. There was no reported impact to the customer¿s blood glucose level. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, the customer did not respond.